Event description:
It was reported that the patient had a history of urinary tract infections and (B)(6) including infection of ¿line,¿ left ankle, possible pyelonephritis, and infection of gastrostomy site. Dates, causes, clinical treatments, and outcome were not given. Additional follow-up is being conducted to obtain this information. Any additional information received will be captured in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: 4301-35, serial# (B)(4), product type: lead. (B)(4).